Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up and down button is damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. Due to the damaged soft components, liquid entered the pump and caused the button to always be active.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the buttons on the infusion device do not function. The infusion device was requested for evaluation. No physiological effects were reported.